Manufacturer narrative:
Evaluation results: one cadd solis vip pumps was returned for investigation in used condition. The customer reported product problem was replicated (error code 41786). The error was cleared and the mp board was replaced. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code "41786". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.